Manufacturer narrative:
Testing and investigation found the right side of the touchscreen did not respond when pressed. During a review of the device history touchscreen fail errors were noted. This was found to be due to contamination on the touchscreen. The probable cause of the customer reported would not calibrate was due to fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen was unable to be calibrated. It was reported the device did not pass the calibration test and that the device logs could not be accessed due to the touchscreen being out of calibration. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.